Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid accumulation".

Event description:
Patient reported ¿during an ultrasound, fluid accumulation was identified in one of the implants¿. Side unknown. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, g2, h6.

Event description:
Healthcare professional later reported ultrasound indicates: suspicion of rupture of the right implant, but there was no seroma, nor does the copy of the ultrasound in our possession indicate this. Un-reporting seroma.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a5, b3, b5, b6, d1, d4, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Affected side is right.